Manufacturer narrative:
(B) (4)

Event description:
A volume discrepancy was reported; the expected volume was 3.8ml, the actual volume was 14ml. The pt had been experiencing increased pain and nausea. A dye study was done a couple of months ago, and was reported to be fine. The physician planned to do another dye and rotor study. The medications being delivered via the device system were bupivacaine, clonidine and morphine sulfate. . Add'l info has been requested, a f-u report will be sent if add'l info becomes available.